Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer encountered multiple cartridge alarms during the load sequence with multiple cartridges. Customer's blood glucose level was 142 mg/dl. Further information regarding the customer or event was not obtained.